Event description:
It was reported that the patient went to the ed (emergency department) with complaints of shortness of breath, chest pain and chest tightness. Interrogation found that the right ventricular (rv) lead had no capture at max output and low r-wave sensing. It was revealed that the patient had a left pleural effusion and their chest was tapped. It was further reported that when in the lab they found the patient to have an rv lead perforation. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.